Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient resumed device use. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet following an MRI in which the bandaging protocol was followed. The surgeon massaged the magnet back into place.